Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm cadiere forceps instrument was observed to have a broken cable. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: there was no material missing/ detached from the portion of the device that enters the patient¿s body. The instrument did not move in a non-intuitive motion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm cadiere forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.